Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Failure analysis & root cause: complaint not confirmed via inspection of the unit. The starbursts on the returned mayfield swivel adaptor were still within tolerances. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2008). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported unsatisfactory starburst of the mayfield swivel adaptor. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.